Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was cracked following loading into delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 08/27/2020. An investigation was conducted on 09/22/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was not disengaged. The seal and tension spring assembly was observed inside the loading device window. The seal and tension spring assembly was removed from the loading device. No cracks/delamination was observed on the seal. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 inches and the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "crack; seal" was not confirmed but was confirmed for the analyzed failure "fitting problem".

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was cracked following loading into delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.